Event description:
It was reported the pt (B)(6) is experiencing issues with his stimulation. A diagnostic test revealed invalid impedance measurements for several lead contacts. Efforts to recapture prolonged effective stimulation via reprogramming were unsuccessful. Surgical intervention was undertaken to explant the pt's lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.